Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user paused the ilet pump multiple times while administering manual injections and experienced hyperglycemia exceeding 300 mg/dl for approximately 12 hours; the pump remained paused for about 12 hours and the user resumed per guidance to wait two hours after a manual injection before reconnecting, with an infusion set change performed and replacement infusion sets provided. Symptoms included hyperglycemia without reported ketones or acute symptoms. Outcomes included no medical intervention, no hospitalization, and use of back-up therapy via manual injection. Investigation included customer counseling on infusion set replacement and pump reconnection timing, as well as assessment of the infusion site. Investigation of this case revealed no abnormalities with the infusion sites or cannula, and the event was attributed to pump pauses with manual injections, leaving the precise cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.